Event description:
In an article titled "osteoporotic vertebral compression fractures: surgery versus non-operative management", a 12-month retrospective study compared pain relief, quality of life (qol), treatment cost-effectiveness and complication rates in patients undergoing percutaneous vertebroplasty (pvp), percutaneous kyphoplasty (pkp), or conservative medical therapy (cmt). The following was reported. In 14 (12.4%) patients (10 pvp and four pkp), mild asymptomatic leakage of polymethylmethacrylate cement was observed, which required no additional therapy. No further information was reported. Note: the article indicated polymethylmethacrylate cement; however, did not indicate the cement was kyphon hv-r cement. In addition, balloon kyphoplasty products are currently not distributed in (B)(6).

Manufacturer narrative:
Pvp-n = 58 patients, (B)(6); pkp-n = 55 patients, (B)(6); cmt-n = 55 patients, (B)(6). Report source: article titled "osteoporotic vertebral compression fractures: surgery versus non-operative management", h tang, j zhao and c hao. Follow-up with company representative.